Manufacturer narrative:
Na

Event description:
It was reported that the patient was hospitalized post implant after receiving shocks. The device was interrogated and it was noted that the rv electrical parameters had changed. The stored egms showed oversensing diagnosed as vf. A fluoroscopy showed the rv lead was retracted from the original placement. In 2009, the lead was repositioned. All measurements were stable.